Event description:
The mdds display of data on the ehr show results of many tests done on different dates in the same column, with each test separated by a horizontal line. However, when the user eye scrolls down the screen looking at results, the date at the top of the column stays in mind, rendering many of the results erroneous as the user thinks about it, for the date in question. That results in mistreatment. For instance, a low potassium result done a week ago will show up in the same vertical column as a glucose level done today if the pt has not had any potassium levels obtained. Since the one of a week ago. The user sees the low potassium and orders potassium supplements having been fooled as to the date of that low potassium. This results in innumerable mistreatments, though I am not aware of any deaths from this, yet. This device should be recalled so that the columns with different dates are not commingled.